Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump annunciated an alert that the customer's blood glucose (bg) level was elevated. Additionally, the pump annunciated an alert to indicate that the customer experienced a low bg level. The customer declined to provide information or preform troubleshooting with tandem technical support.